Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user observed an arterial standard reference sense failure. No other details regarding the nature of the event were provided. There were no reported adverse consequences to a patient as a result of this event.